Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Critical ram parity error recorded on (B)(6) 2011 in address "11 99". Por severity is considered low as device should be able to fully recover after reset. Radiation treatment not known to coincide with event.

Event description:
It was reported a power on reset had occurred on the device. The reset was cleared and the remote transmission the following day was acceptable. The device remains in use. No patient complications have been reported as a result of this event.